Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported door not fully latched messages, caused by a door hook that was out of adjustment. The door hooks were reworked.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.